Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the ok and arrow buttons were losing their sensitivity and could not be felt as well under the rubber keypad. The reporter stated that the buttons had to be pressed mor than once to get a response. The patient reportedly wore the pump in a pump skin attached to a belt and did not clean the pump. This report is made based on the allegation of the keypad button issue.

Manufacturer narrative:
(B)(4): evaluation revealed that the keypad rubber was intact. Evaluation revealed that the keypad buttons were intermittently unresponsive and required several hard presses to elicit a response. None of the keypad buttons had normal spring back or click. There was evidence of keypad contamination found under the keypad buttons.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.